Event description:
The patient reported having had "infections" in the past. No interventions or patient outcomes were provided. The medication used within the system was unknown.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).